Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer ran blower test and provided log files. The log file shows that alarm 241- blower temp high occurred 15 times and alarm 240- blower temp too high occurred once. End user acknowledged alarms 241 and 240 as the temperature of the blower continued to rise. On (B)(6) 2022, the blower temperature reached 92 degrees celsius, and the unit was put on standby. The unit was restarted on (B)(6) 2022, triggering alarm 316, blower failure on (B)(6) 2022. This is a clear case of a lack of filter replacement and user awareness of how to handle blower temp alarms. Advised the customer to cross-check this unit with another well-known blower, perform a blower test to determine the status of the main electronics, and send the logs back. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 was having an alarm 316-blower failure. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h6,h10. Result of investigation: vyaire medical was able to confirm the problem, and the customer confirmed that they had cross-checked the unit with another well-known blower and that it was operational. The log file was provided, and it revealed that the unit was continuously in use from february 4th to february 19th, 2022. Between these days of use, alarm 241- ""blower temp high"" triggered 15 times and alarm 240- ""blower temp too high"" triggered once. Blower temp was continuously increasing, and alarms 241 and 240 were acknowledged by the end user. On 19-02-2022, the blower temperature reached 92 degrees celsius, and the unit was placed on standby. The unit was turned back on at 6:12:47 am on 21-02-2022, and alarm 316- ""blower failure"" appeared at 6:13:33 am on 21-02-2022. Blower testing reveals a current of 2.01a, a voltage of 8.68v, and an rpm-0/rpm. Another blower test reveals current - 0.01a voltage check blower - 10.24v blower with rpm - 0. The problem was solved by using another blower. Root cause of failure was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. I-ch-19-032